Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. H4: the device manufacture date was unknown.

Event description:
It was reported by the sales rep in japan that prior to a surgical procedure on (B)(6) 2024 the 2x cordcutter devices were opened and checked for operation prior to cleaning and sterilization, the handles were determined to be stiff and unusable. There was no delay in the procedure reported. The procedure was completed successfully. The procedure was completed with a different device. There were no adverse patient consequences reported. No additional information was provided. This is report 2 of 2 of the same event.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted visual inspection and functional testing of the returned device. Upon visual inspection revealed that cordcutter each was returned on the open original packaging, the device had no signs of use. A functional test was performed, a sample suture was used, it was placed on the cutting hole and the trigger was pressed, the suture was cut all the way as intended, however difficult to activate the trigger was noted due to resistance that was felt. A manufacturing investigation was performed; the device was returned and identified. No cosmetic, functional or dimensional deviation were observed. Manufacturing investigation team, which consists of engineering, production, qc and qa personnel performed the investigation and this is their findings. The cord cutter is designed and inspected for use on suture ortho cord x2. Tag checks 100% of the devices for functionality before they are released for sale. If the right suture is used for cutting, then if there is slight resistance for manipulation the device is usable and meets functionality inspection requirements. The returned device was reinspected, device functions smoothly and cuts the suture to requirement. All the processes in tag for the manufacture and design of this device are validated and approved. The record in the DHR complies with all the requirements. Investigation team, after reviewing all the above information, concluded that this device is usable. No failure could be observed on the returned device. The overall complaint was unconfirmed as the observed condition of the cordcutter each would not have contributed to the complained issue. Based on the investigation findings, the potential cause for the reported condition could not be established as no anomalies could be observed on the returned device. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H4: the date of manufacture has been added.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.